Event description:
Back in the early 80's a shunt was placed in my brother. On (B)(6) 2010, after 30 years, it had to be replaced due to a blockage. Now my brother's shunt needs to be replaced every 3 months because it fails. Per caller, he researched it and discovered that shunts in 80's were wider, so it lasts longer while the new shunts are made narrower which easily gets blocked. Caller claims the manufacturer figured to make shunts narrower, thus easily blocked so it is replaceable every 3 months for business purposes. Per caller, his brother went through multiple surgeries, has memory loss, loss of consciousness, increase pressure in the brain and stopped breathing and had to be revived and brought to the hospital. Pt gets frequent headaches and nausea. Caller said he will call again to update information on manufacturer, date of implants and explants, lot number if available. Date on implant on this report is the latest surgery the pt has had.